Manufacturer narrative:
Information provided by a sales representative indicated that after a 2.25 mm x 18 mm cypher stent failed to cross a lesion, proximal strut up-lift occurred and the stent dislodged in the patient. The target lesion was an in-stent restenosis of a previously implanted taxus stent. The physician attempted to direct stent the lesion with a 2.25 mm x 18 mm cypher stent. The lesion was difficult to cross, and during repeated attempts to cross, the stent struts on the proximal end of the cypher flared. When the physician decided that he would not be able to cross the lesion, he tried to remove the stent through the guide catheter. The stent would not enter the guide, so he moved the entire system (stent, wire, and guide) to an area below the elbow so that he could attempt removal in the most benign area. During another attempt to pull the sds back through the guide in this new area, the stent dislodged, and could not be retrieved through the guide. The stent was eventually deployed in the patient's radial artery, and the patient suffered no ill effects. No additional patient or procedural data has been made available. The reported customer complaint of stent dislodgement was confirmed as the product was received without the stent. The failure to cross and strut up-lift could not be confirmed. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The relationship between the failure to cross and the device is not clear. Stent dislodgment is a known potential adverse event associated with implanting coronary artery stents. The IFU states that a lesion should be pre-dilated with an appropriate sized balloon and that should unusual resistance be felt at any time during either lesion access or removal of the stent delivery system before stent implantation the entire system should be removed as a single unit. Review of the information received suggests that procedural factors and or vessel/lesion characteristics may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue therefore no action is required. One non sterile cypher us rx was received for analysis. No stent was received. The balloon was received partially inflated. No other visual anomalies were observed on the received unit. The balloon was inspected under a microscope; bumping and crimping marks were observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The physician attempted to direct stent an isr lesion in the mid rca using a cypher 2.25 x 18. The isr was in a previously placed taxus stent. The lesion was difficult to cross, and during repeated attempts to cross, the stent struts on the proximal end of the cypher flared. When the physician decided that he would not be able to cross the lesion, he tried to remove the stent through the guide catheter. The stent would not enter the guide, so he moved the entire system (stent, wire, and guide) to an area below the elbow so that he could attempt removal in the most benign area. During another attempt to pull the sds back through the guide in this new area, the stent dislodged, and could not be retrieved through the guide. The stent was eventually deployed in the patient's radial artery, and the patient suffered no ill effects. No additional patient or procedural data has been made available.